Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak that appeared to be coming from the supply line of the homechoice cassette was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain six of six of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak that appeared to be coming from the supply line of the homechoice cassette that led to this alarm. Renal therapy services (rts) assisted the patient with clearing the alarm and removing the cassette. Rts advised the patient to contact their nurse for assistance on completing therapy. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.